Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.

Event description:
The patient's hip was revised due to a fall which caused the cup to displace.